Event description:
It was reported that the physician implanted a helex septal occluder in 2007. After one year, a residual shunt was still present, the superior edge of the right disc did not appear to be in contact with the septum. In 2009, an additional 25mm cribiform device was implanted in a transcatheter procedure to close the shunt. The patient was doing well following the procedure.

Manufacturer narrative:
The device remains implanted in the patient. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.